Event description:
The customer contacted beckman coulter, inc. (Bec) to report suppressed results for ammonia for one (1) patient sample assayed with ammonia reagent on a unicel dxc 800 pro synchron chemistry analyzer. The customer reported that the ammonia assay for the patient sample yielded a result of "suppressed" with instrument-generated error flags. Based on this result, the customer reported an ammonia result of >900 umol/l outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that the patient sample was icteric. A bilirubin concentration for the patient sample was not provided by the customer. The customer reported that the patient was transported to another hospital for additional testing. The original ammonia result was suspected to be erroneous and was questioned. Repeat ammonia analyses were performed which included dilution of the patient sample. The customer did not report any issues regarding other patient samples, quality control results, calibration of the ammonia assay, other assays on the system, or other system errors. The customer reported that ammonia quality control results recovered within established ranges both prior to and after the event.

Manufacturer narrative:
The customer reported that the patient was neonatal. In the bec ammonia chemistry information sheet (part number a18454 ag) under the "limitations" section, it states "this procedure is not validated on neonatal samples." The customer was advised to review the bec ammonia chemistry information sheet for recommended instruction regarding high/low results and assay limitations and interferences. The issue was resolved through troubleshooting via telephone. No service call was scheduled.